Event description:
The complainant reported that a female pt had a vaxcel implantable port implanted in 2005. It was additionally reported that on or before 14 months later the device was found to exhibit a fractured proximal catheter. The device was explanted from the pt. The physician stated that the pt tolerated the explant procedure very well. Lidocaine was given as a local anesthetic. No follow-up medication was given to the pt. The layer of skin that had grown around the port was broken through in order to foster port removal. The operative site was sutured with absorbable sutures. Anchored medi-strips and sterile dressing were applied. Subsequent to the removal of the port, the facility reported that the port's reservoir was degraded and that there was a fracture of the proximal catheter next to the venous entry. There is no indication from the complainant of any add'l adverse affects to the pt as a result of the reported malfunction. Several attempts were made to obtain add'l pt and event info. All attempts were unsuccessful.

Manufacturer narrative:
The complainant reported that the device will not be returned for eval; consequently a physical eval can not be performed. We are unable to determine if the device met specs. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.